Event description:
A patient was having surgery for mitral valve regurgitation with myxomatious degeneration. During surgery, it was noted there were problems with the tissue for reconstruction at the level of p1 and at completion of the surgery, the patient was noted to have "evidence of systolic anterior motion with significant effect on the outflow track and significant degree of mitral valve regurg." The patient was placed back on a heart/lung pump, the valve was reassessed, and a larger valve size was required.